Event description:
It was reported that during a one month follow-up, the pt complained of a stroke like symptoms. A CT of the brain and a cta of the neck/carotids were performed, which showed no new changes/infarcts in the brain and the carotid stent was patent. It was felt that pt's symptoms were related to orthostatic hypotension and/or reperfusion syndrome (headaches).

Event description:
Additional information states that the patient phone in february 2005 with complaints of dizziness, headache and staggered gait. The patient also stated that they felt "like they were having a stroke," and stated the symptoms started the evening before. CT of the brain and cta neck-carotids performed about 6 days later showed no new changes/infarcts in the brain and carotid stent was patent. In march 2005: at 1 month follow-up, patient experienced headache, dizziness, staggered gait. Condition was not pre-existing. Unknown if symptoms are related to device. Cardizem and tilt table ordered. Condition improved. During 1 month follow-up clinic visit, patient's systolic blood pressure was low (<90 systolic) and patient was currentlyly on three antihypertensives. Physician instructed the patient to keep record of blood pressure at home and to stop taking cardizem. The examining neurologist also felt that a tilt table test would be appropriate. It was felt that patient's symptoms were related to orthostatic hypotension and/or reperfusion syndrome (headaches). They also stated that the patient had 14 major strokes in the past and numerous tias. The physician did not feel the patient issues were at all product related.